Manufacturer narrative:
Complaint conclusion: during treatment of an in-stent restenosis (isr) of a smart stent, a 5 x 200 mm 155 cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion after a guidewire crossed; however, it ruptured at approximately ten (10) atmospheres (atm) during its initial inflation. Therefore, it was replaced with a non-cordis balloon catheter of the same size. The procedure was completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Multiple attempts to gather additional information have been made and have been unsuccessful. The device remains implanted in the patient; therefore, it was not available to be returned for analysis. A device history record (DHR) review could not be conducted as the lot number was not provided. In-stent restenosis (isr) of the artery is often associated with the progression of peripheral artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The information available does not suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during a smart isr, a guidewire crossed the lesion and a saber rx (5 mm 20 cm 155) percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion. However, it ruptured at approximately 10 atmospheres during its initial inflation. Therefore, it was replaced with a non-cordis balloon catheter of the same size. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Multiple attempts to gather additional information have been made and have been unsuccessful.